Event description:
Customer called lxn alleging pt was unable to test on their expressview meter. Pt stated that pt was unable to test due to the message "code 847". The "blinking test strip" icon would not appear, which prevented the customer from performing a blood test.